Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as cervical myelopathy. For which, patient underwent posterior cervical lateral mass fusion procedure at levels c3-c6. Intra-op, the mas extension connector locking screw broke off inside the mas crosslink when final tightening with the mas connector set screw and straight hex torque shaft and torque minting straight handle was done. The product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.